Event description:
Vaginal mesh removed due to erosion. An exam under anesthesia revealed a normal vagina without any nodularity. Examination of the vaginal cuff revealed some erythema, but a well-approximated cuff. The area under the urethra was noted to have a full-width tvt erosion. Surgeons realized that they could place a clamp between the eroded mesh and the epithelialized vaginal wall. The area of the erosion was exactly under the urethra. Cystourethroscopy demonstrated normal bladder without any evidence of tvt erosion into the bladder or urethra.what was the original intended procedure?mesh removal.